Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly started to leak into the vessel. Reportedly, an angiogram was performed and demonstrated no damage to the vessel. Reportedly, there was no issue retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 4cm balloon. The balloon was returned partially inflated. The catheter was kinked 1.8cm and 5.9cm from the distal tip. Based on the configuration of the retuned sample, the manner in which the device was packaged for return may have contributed to the kinks, as no kinks were reported by the user. No anomalies were observed along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire and it passed with some resistance at the location of the kinks. The inflation hub was connected to a in-house inflation device, and the balloon was fully deflated without issue. An attempt was made to inflate the balloon with water. Upon inflation, water was seen exiting the balloon 1.8cm from the distal tip. The location was examined under microscopic magnification and a pinhole rupture was observed approximately 1.8cm from the distal tip. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for a leak; however, a pinhole rupture was found on the balloon. Therefore, the investigation is confirmed for material rupture. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly started to leak into the vessel. Reportedly, an angiogram was performed and demonstrated no damage to the vessel. Reportedly, there was no issue retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.